Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon evaluation of the electrode belt, the trunk cable connector was contaminated with a foreign material and was unable to connect to a monitor. The root cause for the foreign material was unable to be positively identified. There were no adverse events associated with the belt malfunction.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.